Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the visera cysto-nephro videoscope had brown discoloration build up on the scopes. The issue occurred during reprocessing. There were no reports of patients¿ harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was not returned to olympus for inspection; however, endoscope support specialist (ess) was dispatched to the customer site for reprocessing and noted brown discoloration build up on the scopes and attachments. Based on the investigation results, no nonconformances were found related to this complaint. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.